Event description:
Consumer testing on two accu-chek compact plus systems. Consumer received blood glucose reading of 274mg/dl on system 1. Consumer put in new drum within 5 minutes, ran blood glucose and got a reading of 118mg/dl on system 2. Consumer states he did not treat himself any differently based on readings, nor did he feel symptoms of high or low blood glucose. No treatment was given based on readings. No information on quality controls was provided. No adverse event occurred. A request was made for return of suspect device, and a replacement was sent. System 1: lot# not provided, exp date not provided, system 2: accu-chek compact test strip lot#20657241, exp date# 7/31/2008.

Manufacturer narrative:
The suspect product for this report is the compact test strips used in system 1. The suspect device used in system 2.